Event description:
The customer alleged that she performed a control test using her contour meter and received a result of 357 mg/dl. The normal control range was 107-147 mg/dl. The customer disposed off the bottle of control solution, so further troubleshooting was not possible. The customer was advised to return her test strips for eval. Replacement test strips were sent to the customer.